Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were differences between blood glucose and sensor glucose readings. Customer's blood glucose was 190 mg/dl and sensor glucose was 49 mg/dl. Customer attempted to calibrate and received a calibration error. Customer retested and his blood glucose was 200 mg/dl and sensor glucose was 51 mg/dl. Customer received a low suspend alarm that woke him up this morning. Customer's blood glucose was 190 mg/dl at the time of the incident. Customer also received a change sensor error alert. Customer was explained to avoid calibrating after receiving a sensor alert on the pump to allow the sensor to stabilize. Customer was advised to remove the sensor and a replacement sensor will be sent as a courtesy.